Event description:
Customer reported that the insulin pump was cracked on the bottom left hand corner extending to where the insulin vial goes. The blood glucose reading was 108 mg/dl. Customer also reported severe low blood glucose the previous night. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.